Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to thermal damage on the belt receptacle pulse pins. Both receptacle pulse pins showed signs of thermal damage, causing the monitor to be unable to run detect and treat testing. The root cause for the burnt pulse pins was physical damage. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to heat or liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue